Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
It was reported that the patient had passed away in early (B)(6) 2015. The patient's device had been disabled for years prior to the death. No additional relevant information has been obtained to date.

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently was inadvertently reported as the death was believed to not be related to vns.

Event description:
Due to the information that the patient's vns device had been disabled for years prior to the patient's death, this death is believed to be unrelated to vns surgery or therapy.